Event description:
It was reported that the patient died. The patient presented with significant disease in the proximal left anterior descending (lad) & distal left main (lm). Radial access was obtained and the vessel was engaged with difficulty as the catheter was not positioned coaxially. Two 3.00 x 38 mm promus elite stents and a 2.50 x 38 mm promus elite were implanted in the lad and left circumflex. The patient developed chest discomfort due to a type f dissection with total occlusion of the proximal lm down to the lad and no distal antegrade flow. A hematoma was also reported. The patient went into cardiac arrest and died.